Manufacturer narrative:
A replacement pump was sent to the customer as well as a label for the return of the original pump. The original pump was not returned for evaluation. It is not definitively clear whether or not the pump contributed to the customer's mastitis. As there is no information to clearly rule out the pump contributing to the mastitis, a medwatch is being submitted. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer stated she purchased her pump about 30 days prior. Customer reported she got mastitis and does not want ot use her breast pump.